Event description:
It was reported that during testing conducted at the user facility that the device would run constantly. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow-up report to document device evaluation results.

Event description:
It was reported that during testing conducted at the user facility that the device would run constantly. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.